Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.